Manufacturer narrative:
No product was returned for investigation.  Based on the information provided to abbott, the cause of the reported embolism and subsequence death remains unknown. There was no allegation that the ablation catheters contributed to the death.

Event description:
The following was published in the heart rhythm case reports dated 07 november 2018. During a pulmonary vein isolation procedure, following a double transseptal puncture, the catheters were introduced into the left atrium and an anatomical map was created. The ablation procedure was completed as expected with no issues. Three weeks post ablation procedure, the patient experienced sudden onset of malaise, dyspnea, fever, vomiting and severe chest pain. The patient then lost consciousness and was followed in the hospital. The patient went into a coma, was intubated and a laryngoscopy revealed severe edema of oropharynx. Due to fever and neurological signs, a concomitant neuroinfection was suspected but was excluded following the results of lumbar puncture. As a part of the regular work-up of comatose conditions a non-contrast head computed tomography (CT) scan was performed shortly after presentation to the emergency room. It showed massive air embolism to the brain with clearly visible gas collections in the cerebral arteries. The patient was later admitted to the intensive care unit with an unclear diagnosis. The following morning the patient had complete resolution of the ECG findings and deep coma persisted. The patient was referred to a gastroenterologist who performed esophagoscopy, which revealed a deep lesion at the anterior wall of the esophagus forming a fistula to the adjacent la with active bleeding into the esophagus. Following all these findings, it was noted the previous catheter ablation may have contributed to the event. The patient was also referred to a thoracic surgeon for further management, but an operation was deemed high risk because of the critical condition of the patient. Following diagnosis, the patient was treated conservatively. During the following 24 hours deep coma persisted, the patient developed hemodynamic instability and succumbed to severe mediastinitis.